Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported that the patient was at an appointment with the dentist (B)(6) 2013, the symptoms ¿came back like a switch.¿ the caller thought the implantable neurostimulator (ins) had been turned off. An end of service (eos) message was observed on the patient programmer. The caller noted that the patient was implanted about two and a half years prior to report. Additional information was requested but was not available on the date of report.